Event description:
It was reported that the ilet touchscreen was cracked, rendering the screen unresponsive and the device difficult to use; the event mechanism was unknown, and a replacement device was arranged while the user reverted to alternate insulin therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including review of a photo of the damage and device details. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.